Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.

Manufacturer narrative:
Investigation by distributor found that the root cause was eeprom (electrically erasable programmable read only memory) was defective. The central processing unit was replaced, system calibration and system check was performed to resolve the reported event.